Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient acquired an infection at the lead site. Nevro attempted to obtain additional information regarding the nature of the infection, but none was available. The device was removed and the patient is recovering.